Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, was heavy calcified, and with a 90% stenosis. After pre-dilatation of the lesion, the vision stent delivery system (sds) was expanded, but the pressure did not increase after it reached around 13 atm. The vision sds was removed from the vessel and the balloon was found to have a pin-hole rupture around the distal marker. Then, ivus was performed and the stent implant of the vision stent was confirmed not to be fully dilated. Then, the voyager nc was advanced for post-dilatation, but the balloon ruptured at 16 atm when inflated for the first time inside the implanted stent. Another company's balloon catheter was used, but it ruptured as well when inflated for the 3rd time. A third balloon was then used without any problems. No patient effects were reported. No additional information is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. It was noted that multiple devices ruptured during the procedure, suggesting that the difficulties experienced may be related to characteristics of the lesion. A definitive cause for the reported balloon rupture cannot be determined, however, there is no indication of a product quality deficiency. A second device, multi-link rx vision coronary stent system is being filed under MFR #2024168-2009-02136.